Event description:
The following has been reported: biomed reported: nurse reported that the pump was giving a "tubing loading error" repeatedly. Nurse stated pump was cleaned at that time and reattempts made without success; pump was taken out of service. Pump was turned on and use attempted with same error occurring. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for set ID failure. Device was initially able to perform a test infusion. The pump was reverted to manufacturing mode and failed admin set ID testing. The rear cover o ring was also rolled over and needs to be replaced.